Manufacturer narrative:
A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported the patient's scs system was removed because the scs ipg battery had depleted. The patient did not notify abbott regarding the issue and no abbott representatives were present during the removal procedure.